Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient experienced ventricular tachycardia (vt) and pulmonary hemorrhage. The patient received atrial lead placement given recurrence of vt. Upon return to ICU, she experienced a hypoxia arrest secondary to pulmonary hemorrhage. The patient experienced another episode of vt and pacing was increased from 70 to 100. Given recurrent vt and pulmonary hemorrhage, decision was made between family and medical team to transition towards comfort measures only. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The root cause of the vascular damage peripheral vessel could not be determined as insufficient clinical details were provided. The root cause of the vf/vt/af/at could not be determined as insufficient clinical details were provided. The cause of low pump flow issue was biomaterial. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21365. B2 death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21365. G1 reporting contact email revised on manufacturer device report 1220648-2024-21365 in accordance with updated procedures. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2024-21365.